Manufacturer narrative:
Clarification to h6: previous medwatch submission noted re-herniation. Upon additional information, abbvie has determined that the event of re-herniation did not occur. A review of the device history record for strattice lot s10901 has been initiated. If any new, changed or corrected information is noted, a supplemental report will be submitted. This is a known potential adverse event addressed in the product labeling. Without relevant patient factors, a relationship between the strattice and this event could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted. Additional and/or corrected data.

Event description:
This is follow up#1 to report on 24/oct/2024, pmqa received notification from legal that the plaintiff profile form was received associated with this event. As per the ppf form, the patient underwent a umbilical hernia surgery and was implanted with strattice device lot s10901-151 on (B)(6) 2011. On (B)(6) 2018, patient underwent removal of mesh due to injury (adhesions). The form lists the condition that was treated: hernia in 2011 and 2018. The ppf form also indicates that the patient was implanted with a non-abbvie device, ¿bard/davol: ventrio st (lot number hubq0999)" on 18/mar/2018. The form indicates that the device has not been removed/revised. There is no report in the record of hernia recurrence following implantation of the strattice. As reported in the initial: limited information was reported through a legal event that a patient was implanted with strattice laparoscopic on (B)(6) 2011. The form also indicates that on an unspecified date, the strattice implant had been ¿removed or revised¿. No information was provided on the indication for the initial surgery or the reason for the removal or revision.

Event description:
Limited information was reported through a legal event that a patient was implanted with strattice laparoscopic on (B)(6) 2011. The form also indicates that on an unspecified date, the strattice implant had been ¿removed or revised¿. No information was provided on the indication for the initial surgery or the reason for the removal or revision.

Manufacturer narrative:
The lot associated with this event was not reported and remains unknown; therefore a review into the device history records could not be performed. No strattice devices were returned for evaluation. Based on the limited information, and without relevant patient factors, a relationship between the event and the strattice could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.